Manufacturer narrative:
Method: actual device not evaluated. Additional manufacturer narrative - calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that ten (10) years, eight (8) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis and regurgitation, secondary to calcification. A 26mm transcatheter valve was implanted and the patient was noted as being hospitalized in stable condition.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001.

Event description:
Edwards received additional information indicating this surgical valve had an implant duration of ten (10) years, nine (9) months.